Event description:
The customer reported that the needle was damaged during an ablation procedure when it was used with a metal needle guide with toshiba's ultrasonic probe. During the procedure, the device made a sparking sound. The needle was replaced with another needle, which also became damaged. There was no pt injury. The procedure was completed with a third needle. The doctor is aware that the metal attachment damaged the coating of the needles. This is the same procedure as reported on 1717344-2011-000266.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.